Event description:
It was reported that the customer had a high percent difference between sensor glucose rand blood glucose readings. The sensor glucose reading was 135 mg/dl and the blood glucose reading was 249 mg/dl. The customer stated that they broke the first sensor and had to use another sensor, and that's when the problem started. During the second sensor insertion there was some light bleeding and the customer had trouble with the air bubbles. The customer's blood glucose at the time of the call was 164 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.